Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and was treated with oral antibiotics (date not reported). Subsequently on (B)(6) 2015, the patient underwent revision surgery to excise the excess skin. During the same procedure the abutment was exchanged. The implanted device remains.